Event description:
Epidural tubing primed with cadd epidural pump; pump stopped priming tubing shortly after the filter closest to the pt. Rn made sure IV tubing was not clamped and tried again to see if pump would work. Pump alarmed occlusion noted from pump to patient. Switched out pump tubing with new tubing and pump finally worked with new pump tubing. FDA safety report ID # (B)(4).